Event description:
Hulka tenaculum was inserted by surgeon for uterine manipulation during laparoscopic tubal ligation procedure. During procedure, tip of hulka tenaculum was seen on video screen protruding through uterine wall. Uterus was described as "spongy", "like she'd just had a baby". Perforation was immedately cauterized by surgeon.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other, invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.